Event description:
It was reported that during a follow-up visit, upon interrogation increased capture thresholds and decreased r-wave sensing were detected. The device was reprogrammed and the physician will continue to monitor the patient. The lead remains implanted and the patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.